Event description:
It was reported by service report that the bed was stuck in an elevated position. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Motion interrupt pan.